Event description:
Wheels loose on crash carts. Employee was pushing cart to pt treatment ara when a wheel fell off and cart fell over. Employee attempted to prevent cart from falling with the defibrillator on top of it and sustained an injury to his shoulder; muscle strain adn later spasms. Wheel was replaced, cart taken to location. While attempting to open a drawer the cart fell backwards, striking adjacent bed in room. No pt injury.